Event description:
It was reported that, the day after implant, the patient's right atrial (ra) lead had a high atrial threshold alert, low p-wave sensing, no capture at maximal output, and was dislodged. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).